Event description:
It was reported that after inserting and advancing the subject coil into the microcatheter, the subject coil suddenly could not be torqued. When retracted, it was found that the subject coil was prematurely detached. The subject coil was removed together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspections could not be performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that after inserting and advancing the subject coil into the microcatheter, the subject coil suddenly could not be torqued. When retracted, it was found that the subject coil was prematurely detached. The subject coil was removed together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.